Event description:
The dealer states that the walkers front legs are not as tall as the back legs. The dealer states that they are adjusted properly and the device leans forward. The dealer believes the front wheels is the problem.